Event description:
It was reported that while using the bd® quincke spinal needles there were air bubbles present. Report 2 of 2. The following was received by the initial reporter: description of the facts, circumstances and means used : when administering pluvicto, appearance of air bubbles in the administration tubing. The assembly was done correctly. The bubbles originated in the base of the needle. Same situation for the 2 patients injected that day.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: two photos along with multiple unused samples were provided to our quality team for investigation. Through visual inspection of the photos, the spinal needles are observed to be connected to a tubing set and inserted into a vial for delivery of medication. As this is not the intended use of the device, the pressure exerted on the spinal needle is likely more than intended and could have contributed to the air bubbles reported. Given the impacted device could not be evaluated, testing the unused samples would not provide any valuable information as to the cause since we do not have any testing method or specifications to evaluate off label use with the device. A review of the device history was performed for reported lot 2210001, no deviations or nonconformities were identified during the manufacturing process that could have contributed to this incident. All products undergo visual and functional inspections throughout the manufacturing process, verifying that there are no damage or defects in the product and all critical dimensions are within specification. The inspection results of the reported lot were reviewed and no problems were identified. Based on the sample evaluation and quality team's investigation, this incident likely occurred due to misuse of the device. This complaint was entered into our complaint management system. Complaints received for this device and reported will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using the bd® quincke spinal needles there were air bubbles present. Report 2 of 2. The following was received by the initial reporter: description of the facts, circumstances and means used : when administering pluvicto, appearance of air bubbles in the administration tubing. The assembly was done correctly. The bubbles originated in the base of the needle. Same situation for the 2 patients injected that day.